Event description:
Pt was found deceased on the floor. Cause of death unk. One of the bed's head side rails was removed and also on the floor. Siderails, when not locked, may be removed and stowed to allow access to pt or for ingress or egress. Siderail locks were functional.